Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the left atrium a thrombus was visualized. The physician was concerned that it may have been caused by the hydrophilic coating of the sgc and the procedure was discontinued. The final mr remained at grade 4+. There were no clinically significant delays reported.